Manufacturer narrative:
On an unreported date, the patient was treated with intraperitoneal ceftazidime (1g daily for one week) and intraperitoneal vancomycin (1.5g every fifth day for one week) for peritonitis. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause, treatment, and outcome of the peritonitis were not reported. No further detail was provided regarding whether the patient was hospitalized for the event or if extraneal, nutrineal, and physioneal therapies were ongoing. No additional information is available.